Event description:
Laser failure resulting in inability to turn machine on. Surgeon unable to complete surgery causing a 4 hr delay. Visual prognosis very uncertain and guarded due to delay during surgery.